Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the physician had concerns regarding an inappropriate treatment by anti-tachycardia pacing (atp) with this implantable cardioverter defibrillator (ICD) and wanted an explanation. Data analysis was performed and boston scientific technical services discussed with the physician that the patient has an arrhythmogenic right ventricular dysplasia (arvd), which the physician is aware, the ventricular sensing was around 5mv and the physician was happy with this measurement. Additionally, undersensing is known and there was noise on the shock egm, however there is no episode with rv rate egm noise oversensed. The physician will continue to follow the patient closely on latitude. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that the physician had concerns regarding an inappropriate treatment by anti-tachycardia pacing (atp) with this implantable cardioverter defibrillator (ICD) and wanted an explanation. Data analysis was performed and boston scientific technical services discussed with the physician that the patient has an arrhythmogenic right ventricular dysplasia (arvd), which the physician is aware, the ventricular sensing was around 5mv and the physician was happy with this measurement. Additionally, undersensing is known and there was noise on the shock egm, however there is no episode with rv rate egm noise oversensed. The physician will continue to follow the patient closely on latitude. No adverse patient effects were reported. This device remains in-service.